Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a polypectomy, it was informed that the loop of the subject device could not be released. The doctor cut the loop with an unknown method. The procedure was completed with a similar device. No patient injury was reported. The fragment was naturally excreted from the patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10006 to provide additional information. The handle of the subject device and the fragment of the operating pipe were returned to olympus medical systems corp.(omsc). The insertion portion of the subject device was severed. The distal side of the severed insertion portion was not returned. The fragment of the operating pipe was deformed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined because the severed insertion portion was not returned. However, based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Cross reference MFR. Report number: 8010047-2016-10133.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".